Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft break. The tria ureteral stent was returned for analysis. During the microscope and visual inspection, the stent was found with the stent detached near the renal coil and the suture hole is torn until the tip. Additionally, the positioner and the suture did not return the reported event of stent shaft break will be confirmed. Also, the suture hole is torn until the tip probably caused by the suture. These failures could have been caused due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied over the device. Consequently, affect the performance of the device. Additionally, if the suture string or retrieval line is intended to be removed before procedure the instructions for use states that, the retrieval line may be cut prior to stent placement. Remove the retrieval line by holding the knot, cutting one strand, and while holding the knot, gently pull out the retrieval line. According to the reported event the issue occurred when unpacking the device probably preparing for the procedure meaning that the suture must have been cut and gently removed, however, the evidence shows the contrary with the found issues. Therefore, all compiled information on this investigation determines that the most probable cause is failure to follow instructions, since these problems were traced to the user not following the manufacturer's instructions.

Event description:
It was reported that during unpacking, the stent was found fractured into two parts. The procedure was completed with another of the same device. The patient condition following procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during unpacking, the stent was found fractured into two parts. The procedure was completed with another of the same device. The patient condition following procedure was stable.